Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope failed the auxiliary water supply direction test and exhibited white foreign material inside the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified. However, it is possible that the device could not be properly reprocessed due to a leak in the channel tube. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The detection method is described in the instruction manual gif-ez1500 operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.